Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the third set of arctic pads were placed on a neonatal patient and was leaking after 20 hours. The leak was coming from the top distal end to the fluid line. Therapy was interrupted in order to replace the pads with a new set of pads. There was no reported patient injury.

Manufacturer narrative:
Received 1 used small universal arcticgel pad only. Initial visual inspection noted no obvious defects. Per further visual evaluation; the pad was reviewed and noted evidence of being used. The pad was visually inspected and found a good sealing between the clear film and the pad, the trim pattern is correct, the energy connector and manifold connector is free of damages and presented a good connection. No manufacturing issues related were noted during the evaluation. Per functional testing: the pad was submitted to the flow rate test. The pad was connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowing to the pad without any problems. Universal arcticgel pad: a total of 8.46 l/min m2 of flow rate were registered during the test. According the test method the flow rate is acceptable for this product and must be above 3.9 l/min m2. No leakage of any type was noted on the returned pad kit. Product functioned as intended. The lot number is unknown, therefore the device history record could not be reviewed. The reported event is unconfirmed as the product meets specification. The instructions for use states the following: "once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected." (B)(4).